Event description:
Leak/crack found near the enfit connection site of the nasogastric feeding tube kangaroo. Dobbhoff tube had to be replaced. This failure mode has happened multiple times with this type of dobbhoff tube.